Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 7072851 / 7073765, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that all components were explanted due to an unknown reason.